Event description:
It was reported that after an unspecified procedure, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, when the needle plunger was removed, the suture could not be retrieved. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. No product deficiency was identified.